Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user replaced a dexcom g6 sensor and later also replaced the transmitter, after which the ilet displayed prompts to connect the cgm or enter a blood glucose and no cgm readings appeared on the ilet. The user performed a fingerstick and entered a blood glucose of 219 mg/dl into the ilet and was advised to allow the ilet and sensor to establish communication, acknowledge the two-hour warm-up period, toggle the g6/g7 setting, restart, and continue in bg-only run mode; the case was then transferred to dexcom for further support. Symptoms included hyperglycemia. Outcomes included temporary reliance on fingerstick blood glucose entries and continued therapy in bg-only mode. Investigation included user-guided troubleshooting, device setting verification, and coordination with the cgm partner. Investigation of this case revealed loss of cgm signal to the ilet only after sensor and transmitter changes, with no device alarms beyond connection prompts and no new notifications, consistent with cgm warm-up or connection setup needs. It was concluded, based on previously established findings for similar reports, that the cause was connection and setup factors related to cgm pairing and warm-up, with the ilet functioning as designed in bg-only mode.